Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that catheter break occurred. A direxion microcatheter was selected for use. During procedure, it was noted that the catheter broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a direxion micro-catheter. The shaft and the remainder of the device were microscopically examined. The device showed a separation of the nickel outer shaft approximately 8.5cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that catheter break occurred. A direxion microcatheter was selected for use. During procedure, it was noted that the catheter broke. The procedure was completed with another of the same device. No patient complications were reported.